Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI, upn: m365db1200s0, model: db-1200-s, serial: (B)(4), batch: 745365.

Event description:
It was reported that patient received no benefit from the initial programming session. A computed tomography (CT) scan that was performed post op confirmed that the lead was initially placed anterior. The patient underwent a surgical procedure to replace the lead. The plan was to connect the new lead to the existing implantable pulse generator (ipg), however due to communication issues that arose, it was decided to also replace the ipg. The patient was doing well post operatively.

Manufacturer narrative:
The lead was not returned and as such, physical analysis of the lead has not been conducted in our laboratory. The implantable pulse generator (ipg) was returned and analyzed. The ipg was undetectable, and it could not be charged. The battery was replaced by an external power source for further investigation. However, the ipg could not be linked. The ipg exhibited excessive quiescent current leakage, low vh impedance, and a hot spot on application-specific integrated circuit. A labeling review was conducted and it did not reveal any anomalies as it states that some medical therapies or procedures including CT scans may damage the stimulator if stimulation is on. Based on all available information, engineers concluded that the CT scan that was performed may have damaged the ipg.

Event description:
It was reported that patient received no benefit from the initial programming session. A computed tomography (CT) scan that was performed post op confirmed that the lead was initially placed anterior. The patient underwent a surgical procedure to replace the lead. The plan was to connect the new lead to the existing implantable pulse generator (ipg), however due to communication issues that arose, it was decided to also replace the ipg. The patient was doing well post operatively.